Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki." Correction to date of discharge.

Event description:
On (B)(6) 2025, an 84 year old female patient with a history of metastatic high-grade neuroendocrine carcinoma of colonic origin with liver involvement, received two histotripsy treatments to a single lesion in liver segment v for a total planned treatment volume (ptv) of 67 cc. Postoperatively, the patient experienced a significant drop in hemoglobin and thrombocytopenia, with CT angiography suggesting active extravasation in the right hepatic lobe and potential hematoma in the left hepatic lobe. The patient was initially hemodynamically stable and underwent empiric selective gelfoam embolization of liver segment 5/6 tumoral arteries by interventional radiology, with no active hepatic bleeding identified on angiography. During transfusion of fresh frozen plasma (ffp), the patient became acutely hypotensive and required intubation. The patient's hospital course was further complicated by acute kidney injury secondary to multifactorial acute tubular necrosis, including ischemic and toxic etiologies (three doses of IV contrast during post-operative imaging, recent lisinopril, and hypotension). She became anuric and required initiation of continuous renal replacement therapy, later transitioned to intermittent hemodialysis as her creatinine began to downtrend and she remained hemodynamically stable; however, she remained dialysis-dependent at discharge on (B)(6), with a left internal jugular permacath placed for ongoing outpatient hemodialysis.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver-directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."

Event description:
On (B)(6) 2025, an 84-year-old female patient with a history of metastatic high-grade neuroendocrine carcinoma of colonic origin with liver involvement, received two histotripsy treatments to a single lesion in liver segment v for a total planned treatment volume (ptv) of 67 cc. Postoperatively, the patient experienced a significant drop in hemoglobin and thrombocytopenia, with CT angiography suggesting active extravasation in the right hepatic lobe and potential hematoma in the left hepatic lobe. The patient was initially hemodynamically stable and underwent empiric selective gelfoam embolization of liver segment 5/6 tumoral arteries by interventional radiology, with no active hepatic bleeding identified on angiography. During transfusion of fresh frozen plasma (ffp), the patient became acutely hypotensive and required intubation. The patient's hospital course was further complicated by acute kidney injury secondary to multifactorial acute tubular necrosis, including ischemic and toxic etiologies (three doses of IV contrast during post-operative imaging, recent lisinopril, and hypotension). She became anuric and required initiation of continuous renal replacement therapy, later transitioned to intermittent hemodialysis as her creatinine began to downtrend and she remained hemodynamically stable; however, she remained dialysis-dependent at discharge on (B)(6), with a left internal jugular permacath placed for ongoing outpatient hemodialysis.